Manufacturer narrative:
The event occurred in (B)(6). Occupation ni equals lay user / patient.

Event description:
The customer complained of questionable inr results from their coaguchek xs meter serial number (B)(4) compared to an unknown laboratory method. At 05:05 the laboratory result was 3.28 inr. At 10:53 the result from the meter was 5.7 inr. At 11:19 the laboratory result was 3.67 inr. At 11:34 the result from the meter was 6.3 inr. The customer's therapeutic range is 2.5 - 3.5 inr. The customer had been in the hospital for 10 day prior to the event due to blood clotting. There was no allegation that the device caused or contributed to the blood clot. The investigation is currently ongoing.

Manufacturer narrative:
No customer material was returned for investigation, therefore a root cause could not be determined. The related retention test strips were tested in comparison to masterlot #286321-80 (recalibrated lot to rtf/09) on internal reference meters. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. The corresponding retention material complies with the specification, based on requirements of the regularly retention testing process of the qc department.